Event description:
It was reported that the patient was experiencing positional stimulation due to leads having high impedances. Reprogramming was done but was unsuccessful in recapturing pain areas. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(4). Batch: 7038816.